Event description:
No additional information provided.

Manufacturer narrative:
Review the production batch records provided with number 303537 and batch 5066514. No abnormal conditions that could lead to this defect were found during the production process, and all processes and final inspections were in compliance with the specification requirements. There are no relevant quality notifications for this batch of products. There are no samples and no pictures, so the investigation of the samples cannot be carried out. Visual inspection was performed for 180 ea of retain samples of this batch, no barrel cracked was detected.

Event description:
It is reported that there was a cracked barrel. Event description: on the morning of (B)(6) 2025, during the process of sealing the tube for a patient, it was discovered that the product had cracks and was leaking, causing the patient's sterile barrier to be compromised and posing a risk of serious infection. Immediately stop using the product and replace it with a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.